Manufacturer narrative:
(B)(4).

Event description:
Information was received from a trial patient. It was reported that the patient was having intermittent sweating episodes. The change in therapy/symptoms was considered sudden. This started to occur the day prior on (B)(6) 2016. The patient was provided oral antibiotics yesterday and the patient read that one of the side effects was sweating. The patient was going to contact the doctor. A healthcare professional (hcp) later reported that the serial number of the external neurostimulator (ens) was unknown. The sweating episodes were resolved and were related to the medication and not the device.